Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the intensity was raising by itself during treatment without touching the control button. There was reportedly no patient harm.

Manufacturer narrative:
Returned product inspected and complaint could not be confirmed, extensive testing failed to find the unit self-adjusting its intensity. Intensity encoder defective - design issue leading to pre-mature wearing out. Intensity encoder had gone bad, since being installed in january. Reworked a new intensity encoder, to reduce the probability of the new encoder going bad. Unit passed full functional tests, without any sign of intensity issue.